Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient encountered infusion set occlusion at site event on 08-may-2024. Infusion set has been used for more than 48 hours. Customer changed supplies as necessary and resumed insulin therapy. No further information available.